Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse. Trends for the reported issue for this lot. Root cause: insufficient information. Source: online review.

Event description:
Customer reporting 5 false positive sars results for themselves and 2 family members. 1 family member was symptomatic, 2 had no symptoms. Customer states the results were confirmed negative by pcr and another molecular method test. Report 3 of 5.